Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, e3, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-mar-2022 to 11-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced the mini engine and control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system main drawer 1 did not close causing users unable to dispense medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system main drawer 1 did not close causing users unable to dispense medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer was failed due to the faulty mini engine and controller board. A field service engineer replaced the mini engine and controller board to resolve. The system functioned as intended.